Manufacturer narrative:
The suspect monitor was returned to the manufacturer for evaluation. The representative reported that physical damages on the monitor led to fragments coming off of the display. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor for the navigation system has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the screen of the navigation system monitor was damaged. The damage was reported to have been shattered glass on the monitor screen. There was no patient present when this issue was identified. No additional information was provided.